Event description:
Pt underwent a vaginal hysterectomy using a ligasure atlas device to transect the vascular pedicles at an outside institution. Her ureters were confirmed patent at time of surgery. Several months later, she presented with ureteral obstruction and a non-functioning kidney which required removal. She sees me for an unrelated gyn issue. I report this because it is one of a growing number of cases that I am aware of in which a delayed ureteral injury has occurred, in my opinion, due to the use of the ligasure device to transect vascular pedicles, either with vaginal or laparoscopic hysterectomy. I am aware of at least 10 such cases. I am concerned that none of these have been reported as possibly related to the ligasure device. Traditionally, pedicle ligation is done with sutures. I have concerns about the use of electrosurgical devices and an increased risk of ureteral injury over the past few years.